Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Found both cannulas whole and not broken. Unable to confirm needle complaint due to customer return only sensor.

Event description:
Customer reported that she had two sensors that broke in her body. Customer stated that one time the needle fell out and did not penetrate the skin. Customer's blood glucose reading at the time of the call was 114 mg/dl. No further information reported.